Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial (ra) lead had dislodged which resulted in loss of capture. It was also observed that the ra lead had low sensing of right ventricular signals. The ra lead dislodgement was confirmed by fluoroscopy during the replacement. The ra lead was explanted and replaced. The patient was in stable condition.